Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to inappropriate shock because of t-wave oversensing (twos) from their right ventricular (rv) lead. As well, it was noted that the device's twos discriminator stopped working. Follow up indicated that the cause of the discriminator issue was unknown. The patient's device was reprogrammed. Both products are still in use. No further patient complications have been reported as a result of this event.